Event description:
It was reported that a dissection occurred during the procedure. It is unnown if treatment was required; however, because of the date of the event, additional information is not available. In the absence of that information, it will be assumed that additional medical intervention was used to treat the injury. The info contained in this report was captured during a post-market eval conducted outside the us.